Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 11/27/2023. An investigation was conducted on 11/29/2023. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. There were no other visual defects observed. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact cannula. There were no visual defects observed on the intact cannula or the intact c-ring. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No final testing was conducted due to the condition of the heater wire. There were no other visual defects observed. Based on the returned condition of the device as well as the photographic evaluation, the reported failure "material twisted/bent wire" was confirmed. The lot #3000332921 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic saphenous vein harvesting procedure, vasoview hemopro 2 had terminal insulation defective after a short time. The metal part at the distal end that is responsible for vascular cauterization simply came off on one side without me getting stuck anywhere. No bleeding. Successfully completed by using a new device. No harm to the patient.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.